Event description:
Following the atrial fibrillation ablation procedure, the catheter tip was fractured when the catheter was removed from the right groin. During the procedure, there was no image quality issue except some resistance of the rotating handle. There was no patient consequences.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported fracture in the catheter shaft was confirmed.